Event description:
Procedure: hernia repair. According to the patient: she underwent surgery to repair a hernia. A polypropylene surgical mesh was used in this procedure. Since then the patient has had recurrent blisters on her palms, welts on her body, and persistent itching in the area around the area of her surgical incision. She received treatment to manage these symptoms. While investigating these symptoms, she underwent an allergy test, which revealed she was allergic to plastic. The patient believes the polypropylene mesh is the source of her symptoms. ***new information received in 2009 and the client was contacted via a phone call*** the patient stated that after she had the mesh implanted, that she has had complications including adhesions and a bowel obstruction and has had two follow up surgeries (unknown dates). In one of these surgeries, some of the mesh was removed and replaced with silk. However, she continues to have trouble making bowl movements and requires the care of a nurse.